Event description:
It was reported that an alarm 01 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to verify any cracks on the original cartridge but was able to load a new cartridge and successfully resume insulin delivery. Technical support arranged for the original cartridge to be returned.